Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead exhibited difficulties being implanted. The guidewire exhibited difficulty inserting into the lead. The lead was not used and replaced normally. The patient was fine throughout the procedure and left in good condition.